Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 2.9 mmol/l. Suspected cause was due to the customer¿s settings requiring adjustments. In response, she consumed apple juice to raise her blood glucose. Technical support advised her to consulting her healthcare professional.